Event description:
Post cesarian section procedure performed in 2005, during the removal of dual catheters by the doctor, one catheter broke off inside the pt. The broken segment was subsequently removed surgically four days later; the pt was released within twenty-four after the removal surgery.